Event description:
During a dialysis treatment, there was excess weight removal. The pt complained of severe cramping and the pt's blood pressure dropped. 200cc of saline was administered along with a concentrated saline shot.